Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip appears to have ink over spraying around the barrel. The following information was provided by the initial reporter: multiple black rings of what appears to be ink overspray around the barrel

Manufacturer narrative:
H6: investigation summary one photo and eight loose samples were provided to our quality team for investigation. Through visual inspection, it was observed that seven samples have multiple ink rings present inside the print area between the 9ml and 10ml grad lines and also visible beyond the scale markings area. The ink rings were light in nature and did not form a complete line around the barrel circumference nor interfere with dosing/legibility. One sample was observed to have a portion of a dark ring outside of the print area. Ink rings mostly caused by a worn or improperly adjusted doctoring blade. In-process inspections and daily marker maintenances and doctor blade replacements are performed every shift to ensure a clean and crisp image. Since the condition observed is acceptable per product specification, corrective actions are not necessary. A device history record review was completed for provided lot number 2119214. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip appears to have ink over spraying around the barrel. The following information was provided by the initial reporter: multiple black rings of what appears to be ink overspray around the barrel.